Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not returned.

Event description:
As reported: "femoral head swap."

Event description:
As reported: "femoral head swap." Update: medical records indicate the reason for revision is acetabulum component loosening. It is unknown if the acetabulum component is stryker product.

Manufacturer narrative:
An event regarding acetabular cup loosening involving a femoral head was reported. Conclusion: revision surgery took place due to acetabulum component loosening. Loosening refers to loss of fixation between bone and implant/bone cement or failure to fixate. The femoral head has no direct contact with the patients bone. The hip liner including femoral head "block" access to the joint space and therefore with almost any revision surgery for whatever reason, these components are removed, more so because they are usually modular and removal is easy and straightforward. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. A full investigation cannot be completed at this time as it is unknown if the acetabulum component is stryker product. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.